Event description:
As reported, during a transurethral lithotripsy and using a ncircle tipless stone extractor, the basket became smashed. The device was being used to extract kidney and urinary stones. After the stones were crushed, the user opened the device packaging and discovered the basket was misshapen, although they also noted that the device was tested prior to use in the uncoiled position. The basket was unable to open to the proper shape. No portion of the device was separated. Another same type device was used to complete the procedure. No additional procedures were required due to the occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Name and address: postal code: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a transurethral lithotripsy and using a ncircle tipless stone extractor, the basket became smashed. The device was being used to extract kidney and urinary stones. After the stones were crushed, the user opened the device packaging and discovered the basket was misshapen, although they also noted that the device was tested prior to use in the uncoiled position. The basket was unable to open to the proper shape. No portion of the device was separated. Another same type device was used to complete the procedure. No additional procedures were required due to the occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the instructions for use (IFU). The following information is provided to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The cause of the reported issue could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.